Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the pump was programmed to deliver demerol 10mg/ml in the pca only mode, with a 20mg pca dose, a 20 minute pt lockout, and no 4 hour dose limit. At 1945, a new syringe was placed in the device. At 2245, the customer contact reported the nurse noted the pt requested a pca dose twice; however, the display indicated only 7.6mg had been delivered to the pt. It was reported that the programming was verified by 2 nurses. At this time, the pt requested a pca dose. It was reported the device delivered 20mg as programmed. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, the customer declined to provide additional info including specific pt info and pt outcome.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2 ml from an expected delivery of 20ml . Delivery accuracy for this device requires delivery of 20ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the mfg facility. A review of the history indicates on (B)(4) 2010 between 0428 and 0429, the programming was confirmed for the pump to deliver meperidine 10mg/ml, in the pca+continuous mode, with a 10mg/hr continuous rate, a 25mg pca dose, a 30 minute pt lockout, a dose limit not selected was confirmed, the door was locked, infusion started. At 1023, the pump reprogrammed in the pca only mode with a 20mg pca dose, a 20 minute pt lockout and the door was locked. Between 1025 & 1940, there were seven 20mg pt initiated deliveries, one 13.2 mg pt initiated delivery, 52 unmet pt demands & an empty syringe alarm. Between 1943 & 1948, the door was opened & locked 4 times, there were 7 check vial alarms, 3 check syringe alarms, 2 bar code not read alarms, 3 check settings alarms & the settings confirmed. Between 2141 & 2242, there were three 20mg pt initiated deliveries & 13 unmet pt demands. Between 0000 & 0924, a new date stamp of (B)(4) 2010 occurred, there were eleven 20 mg pt initiated deliveries, one 3 mg pt initiated deliveries, 33 unmet pt demands & an empty syringe alarm. Between 0927 & 0928, the door was opened, there was a check vial alarm, 3 check syringe alarms, a bar code not read alarm, 2 check injector alarms, settings confirmed & the door locked. Between 0941 & 1833, there were fifteen 20mg pt initiated deliveries, one 13.8 pt initiated delivery, 173 unmet pt demands, an empty syringe alarm & the door opened. Between 1834 & 1835, there was a check vial alarm, a check syringe alarm, a check injector alarm, the settings confirmed & the door locked. Between 1852 & 2221, there were six 20mg pt initiated deliveries, 30 unmet pt demands & the door was opened & locked. Between 1035 & 1043, the door was opened 3 times, locked twice, there was a door open alarm, 4 check vial alarms, 4 check syringe alarms, a check settings alarm, 3 bar code not read alarms, a check injector alarm, meperidine 10mg/ml was confirmed, a 1027.6mg total cleared, the history cleared & the device powered off. A review of the pump history indicates the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).